Manufacturer narrative:
E1: patient city: (B)(6) patient country: turkey name: (B)(6) country: united states of america address ¿ line 1: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced inadequate subcutaneous tissue at the insertion site which led to a bent cannula resulting in high blood glucose that was treated with insulin via pen on (B)(6) 2026.